Event description:
The trial patient stated she was starting to have more bowel movements than she did before she started the trial. The patient stated she has 3 appointments on the day of this call and doesn't know if she will be able to leave the house. The patient stated the trial was for her bladder specifically frequency. Patient stated her bladder symptoms have not changed at all so the support link agent had her switch sides on the day of this call. The trial patient she was taking a probiotic and antibiotic. Patient also mentioned she was out last night and ate something she has never eaten before and stated her husband did as well but he was okay. The patient stated she started having more bowel movements on monday or tuesday but they came to a head on the day of the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.